Manufacturer narrative:
This product is not marketed in the us. Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was twisted and remained inside the nozzle. Volume of used viscoelastick material appeared to be enough. Top flange was pushed down correctly. Claim# (B)(4).

Event description:
The reporter indicated that the ks- aq2017v, 22.5 diopter, intraocular lens felt tough to push, when handling screw plunger the rod passed below iol. Back-up lens was used and the surgery was completed during the same surgery.